Event description:
The dental implant, fx4812wmlc in tooth location 19 was removed on (B)(6) 2016 due to loss of osseointegration 8 years and 2 months after implantation. The doctor indicated that the patient's bone condition, poor oral hygiene and pain caused the implant removal. The patient had medical history of diabetic. The patient has recovered without any complications.